Manufacturer narrative:
Section a: there was no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the purge line appeared to be cracked at the top of the amg infant oxygenator at the port connecting the tubing. This was noticed during setup, therefore never used and no interaction with the patient. The oxygenator was exchanged.